Event description:
A malfunction alarm identified as "malf 12" was reported, but no significant events occurred prior to the incident. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the pump did not encounter the same malfunction again after the reset. The customer was informed to call back if any malfunction code recurs, and they confirmed their understanding.